Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the customer reported that the monitor turns off at the moment the plug is plugged in. There was no reported patient involvement.

Manufacturer narrative:
A quote was provided for replacement of the processor pca, power pca, and ac power module. The customer has not approved this quote. The device remains at the customer site.